Event description:
Event description guidant received information that this guidewire fractured completely after use to cannulate a vein during implant. A portion of the guidewire could not be retrieved and remains in the patient.